Event description:
The customer reports error messages related to the footswitch. Two cases were cancelled. Neither of the pts were prepped at this time. There was no patient injury.

Manufacturer narrative:
The footswitch was returned and evaluated. The reported problem was not replicated during testing. The returned footswitch met specifications. The root cause of the reported issue could not be determined. There were no additional complaint reports for this instrument. Review of complaint trend indicates no adverse trends for the reported issue. There were no issues in mfg for this system during assembly/testing reported. The returned footswitch, was built in 2004. There were no issues in mfg for this footswitch during assembly/testing reported.